Event description:
(B)(4). This is a non-serious spontaneous case report of swelling on injection site. A female patient presented with swelling on face at injection site mentioning that on the following days the swelling worsened. The reporter refuse to provide further information; therefore, no additional information is expected. Reporter's causality: not specified. A ptc (pharmaceutical technical complaint) has been issued. (B)(4). Addendum for follow-up information received on 28-aug-09: ptc results for batch 1a8024 revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.